Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 403 mg/dl. The customer stated that the pump alarmed no delivery after bolus. The customer stated that he had a snack last night and might have misfigured the bolus. The customer declined to troubleshoot. The customer was advised to call back if issues continue.